Manufacturer narrative:
Continuation of d10: product ID 977a260. Serial# (B)(6). Implanted: (B)(6) 2024 explanted: (B)(6) 2025. Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot#: (B)(6), ubd: 08-dec-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a lead 977a260 vectris mrics compact and implantable neurostimulator experienced significant discomfort at the battery site, inadequate coverage of back pain, and left rib stimulation. The original leads were implanted at the bottom of t7. X-rays conducted on (B)(6) 2025 revealed that the left lead had migrated to the top of t9. The physician explanted the affected lead and attempted to replace it but was unable to advance the lead above mid t9 due to an obstruction. Intraoperative testing was performed, and the patient noted adequate coverage of chronic pain areas. Pre- and postoperative impedance testing was within normal limits. To address the battery site pain, the battery was relocated from the right flank to the left flank. The issue was resolved. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.